Event description:
Pt's parent called to report pt started wearing acuvue oasys and within 2 days developed a corneal ulcer. The pt was admitted to the hospital for treatment. Discharge summary was provided and stated cultures were taken and were positive for pseudomonas. Per the summary: "the pt was started on fortified amikacin and vancomycin every 1 hour, alternating 30 minutes. Daily cornea checks were performed. Thinning of the cornea and infiltrate improved on the antibiotic regimen. Culture results showed pseudomonas. Sensitivities were obtained. The pt was discharged in stable condition in 2009." Pt discharged on the same medications as well as homatropine drops bid and tylenol #3 prn pain. As of the following month, ophthalmologist reports va remains at "counting fingers" as corneal scar is in the visual axis. Eventual outcome is undetermined. One open blister and one lens case was returned. The parameters of two lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens had an edge tear and an edge chip. No other visual attributes were observed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single user or reuse.